Event description:
It was reported that the saline flush did not lock into the bd maxzero¿ needleless connector, causing it to leak during use. The following information was provided by the initial reporter: "10cc saline flush did not lock into maxzero causing fluids to leak. Affect on patient: did not use on pt"

Manufacturer narrative:
The following field was updated due to corrected information: h.6. Imdrf annex g grid: g04034 connector/coupler.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported that the 10cc syringe had connection and leakage issues with the maxzero, and returned one used sample. The sample was flushed with water, and was also pressurized with a capped end and no issue was observed. When the syringe was unscrewed about a half turn leaking was observed, but the connection held tight when fully attached. The complaint of connection issues could not be verified. A root cause is unknown without an observed failure. A device history record review could not be performed on model mz1000-07 because a valid lot number was not provided by the customer. The two extra provided are 7-digits and a correct lot is 8-digits. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the saline flush did not lock into the bd maxzero¿ needleless connector, causing it to leak during use. The following information was provided by the initial reporter: "10cc saline flush did not lock into maxzero causing fluids to leak. Affect on patient: did not use on pt."